Manufacturer narrative:
Refer to MFR report # 3004209178-2020-07301 for details pertaining to the patient's second implanted system involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ever since the patient received the implants, when stimulation was on it jolts and made their legs move involuntarily even at a lower setting. The patient stated that they called and told a representative about the issue and were told that the device wouldn't do that as it was only for the bladder. The patient noted having a post-operative appointment with a representative and no reprogramming was performed, however, that a few days later the representative suggested that they decrease the setting. The patient also reported falling several times since implant, the first time following the follow up appointment but in (B)(6) and then again in (B)(6). Both falls were on their right side and the ins was sensitive to the touch, hurts, and felt like something was cutting or stabbing right at that site. The patient noted relocating in (B)(6) and seeing a new urologist. The new urologist recommended turning both of their implants off, which they did, and it was confirmed during the call that they were off. The patient noted they were seeing another new urologist, but their appointment wasn't until the end of (B)(6) and may be pushed out due to the pandemic. The caller was redirected to their healthcare providers. No further complications were reported. Additional information was received from a manufacturer's representative (rep) indicating that the patient had called several times because programs were not giving them relief, but that they had not been made aware of the leg issue. No further complications were reported.